Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported that during a rotator cuff procedure the customer's healix br anchor 5.5mm with orthocord broke during insertion. The sales rep stated that the surgeon used the wrong angle and believes that anchor breaking was the surgeon's fault. The sales rep reported that the surgeon removed the broken anchor without any issues and created a new hole to complete the procedure with another like device with no patient consequences but there was a five minute delay in the case. The sales rep stated that the surgeon discarded the device.

Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed with no incidents and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).